Manufacturer narrative:
The patient is reported to be older than 18 years old. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stretch vl ureteral stent was used during a procedure in the ureter, performed on (B)(6) 2021. During a planned stent removal procedure on (B)(6) 2021, it was noticed that stones were on the surface of the ureteral stent, resulting in difficulty removing of the stent. The stretch vl ureteral stent was removed under visual view of ureteroscopy and holmium laser lithotripsy. It was unknown if a new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stretch vl ureteral stent was used during a procedure in the ureter, performed on (B)(6), 2021. During a planned stent removal procedure on (B)(6), 2021, it was noticed that stones were on the surface of the ureteral stent, resulting in difficulty removing of the stent. The stretch vl ureteral stent was removed under visual view of ureteroscopy and holmium laser lithotripsy. It was unknown if a new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block h6: medical device problem code a040501 captures the reportable event of stent calcified. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction to d7a (sud reprocessed and reused) correction to e1: updated initial reporter address 1; initial reporter address 2; initial reporter city; initial reporter zip/post code; initial reporter phone -(B)(6)correction to h6: evaluation conclusion codes